Manufacturer narrative:
Correction: b5. Redacting names d10. Adding concomitant device from event description.

Event description:
Procedure performed: hysterectomy, bso case. Event description: feedback submission - complaint notification - (B)(4). During this hysterectomy, bso case the patient's left fallopian tube was caught behind the inner ring of the alexis. The surgeon did not perform a tissue sweep after inserting the alexis and did not become aware that the left fallopian tube was trapped behind the inner ring until toward the end of the procedure. The surgeon had already mobilized the uterus and right fallopian tube when he noticed the left tube was trapped when looking for that structure. A very small portion of the left tube was sticking out beyond the ring, and the surgeon attempted to grab the tube with his laparoscopic grasper, but this was unsuccessful. The surgeon then tried to reposition the entire platform in multiple directions while still grasping the tube under tension to attempt to free it, which was also unsuccessful. The clinical education specialist present at the case suggested removing the gelseal cap and performing a finger sweep to free the tube, but this was unsuccessful. The ces also recommended unrolling the alexis to relieve some tension, but the surgeon decided instead to completely remove the v-path device and remove the left fallopian tube vaginally. The patient had a large anterior fibroid, and the surgeon commented that they would have been able to complete the case entirely vaginally due to the fibroid. Additional information obtained from [name] (clinical development) via email on 12feb2025: the event date was 03feb2025. Intervention: completely remove the v-path device and remove the left fallopian tube vaginally patient status: no issues. Doing fine.

Event description:
Procedure performed: hysterectomy, bso case. Event description: during this hysterectomy, bso case the patient's left fallopian tube was caught behind the inner ring of the alexis. The surgeon did not perform a tissue sweep after inserting the alexis and did not become aware that the left fallopian tube was trapped behind the inner ring until toward the end of the procedure. The surgeon had already mobilized the uterus and right fallopian tube when he noticed the left tube was trapped when looking for that structure. A very small portion of the left tube was sticking out beyond the ring, and the surgeon attempted to grab the tube with his laparoscopic grasper, but this was unsuccessful. The surgeon then tried to reposition the entire platform in multiple directions while still grasping the tube under tension to attempt to free it, which was also unsuccessful. The clinical education specialist present at the case suggested removing the gelseal cap and performing a finger sweep to free the tube, but this was unsuccessful. The ces also recommended unrolling the alexis to relieve some tension, but the surgeon decided instead to completely remove the v-path device and remove the left fallopian tube vaginally. The patient had a large anterior fibroid, and the surgeon commented that they would have been able to complete the case entirely vaginally due to the fibroid. Additional information obtained from [name] (clinical development) via email on 12feb2025: the event date was 03feb2025. Intervention: completely remove the v-path device and remove the left fallopian tube vaginally. Patient status: no issues. Doing fine.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. However, the customer¿s experience of tissue entrapment was confirmed based on the event description. Based on the description of the event, it is likely that the reported event was caused by user error. The instructions for use (IFU) states, "before retraction of the outer ring, sweep area with fingers to ensure tissue is not trapped between the inner ring and peritoneum." Applied medical has performed a historical trend analysis and review of production records and no relevant documentations were identified.

Event description:
Procedure performed: hysterectomy, bso case. Event description: feedback submission - complaint notification - 7438. During this hysterectomy, bso case the patient's left fallopian tube was caught behind the inner ring of the alexis. The surgeon did not perform a tissue sweep after inserting the alexis and did not become aware that the left fallopian tube was trapped behind the inner ring until toward the end of the procedure. The surgeon had already mobilized the uterus and right fallopian tube when he noticed the left tube was trapped when looking for that structure. A very small portion of the left tube was sticking out beyond the ring, and the surgeon attempted to grab the tube with his laparoscopic grasper, but this was unsuccessful. The surgeon then tried to reposition the entire platform in multiple directions while still grasping the tube under tension to attempt to free it, which was also unsuccessful. The clinical education specialist present at the case suggested removing the gelseal cap and performing a finger sweep to free the tube, but this was unsuccessful. The ces also recommended unrolling the alexis to relieve some tension, but the surgeon decided instead to completely remove the v-path device and remove the left fallopian tube vaginally. The patient had a large anterior fibroid, and the surgeon commented that they would have been able to complete the case entirely vaginally due to the fibroid. Additional information obtained from (B)(6) (clinical development) via email on 12feb2025 (entered by (B)(6)): the event date was (B)(6) 2025. Intervention: completely remove the v-path device and remove the left fallopian tube vaginally. Patient status: no issues. Doing fine.

Manufacturer narrative:
No product is being returned for evaluation and no lot number has been provided to applied medical. A follow-up report will be provided upon completion of the investigation.